Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to unusual issue. The reporter stated that the "meter would go to screen showing the option before/after meal" after blood was applied and without a reading displayed. A replacement meter was sent to the lay user/patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.